Event description:
A malfunction alarm was reported with no notable events occurring prior to the issue. There was no reported impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump successfully, and the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support if the issue arises again, which the customer understood and acknowledged.